Event description:
A pulsar-18 peripheral stent system was selected for treatment of a moderately calcified lesion (60 period stenosis degree) in the moderately tortuous sfa. After predilatation, the device was advanced to the target lesion, but it was not possible to release the stent. The outer shaft could not be retracted. The device was withdrawn and the intervention was successfully completed with another stent. Lot number unavailable.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation for the product detailed above confirmed that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations no material or manufacturing related root cause could be identified.